Manufacturer narrative:
According to the customer, on (B)(6) 2023 there was no "tape on connection" and the foley was disconnected from the tubing. The customer reported upon reassembly it was lose and the catheter was replaced. The customer reported there was no any serious injury, medical intervention/attention, or follow up care related to the reported incident. The customer reported the sample is not available for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 there was no "tape on connection" and the foley was disconnected from the tubing.